Manufacturer narrative:
This is a training unit being used in a animal lab for simulation off the hospital site. The field service rep (fsr) was told about problem by a student while working at the parent hosp. He does not know the student's name that reported the problem. The fsr confirmed the complaint. The fsr tested the roller pump and determined the roller pump needed a pump pod board. The fsr replaced the pump pod board and corrected the error message "service pump". The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity (training exercise), there was a "service pump" error message on the roller pump. There was no patient involvement.